Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient had not used the stimulation for about a month. The patient was able to charge normally and when he finished a power on reset message was seen. When the patient turned stimulation on it came on too strong. The patient then went to turn stimulation off and stated that he was still feeling stimulation. The patient confirmed there was no lightning bolt. The implant was almost fully charged. It was confirmed that a warning power on reset was showing on the programmer. A physician recharge mode was started and resolved the overstimulation. The patient was going to meet with the representative to clear the power on reset. The representative met the patient to clear a power on reset and the impedances looked fine and stimulation came back as normal for the patient. If additional information is received a follow-up report will be sent.